Event description:
Unit in use in emergency dept during code/arrest. Pt also connected to bedside monitor, staff could hear beeping of monitor during compressions, when staff observed monitor notes display was blank. Screen had displayed when initially placed. Unit felt hot to touch. Unit was plugged in entire time in use. Unit switched out immediatley. Unit was < 30 days of deployment and to dept. To be returned when replacement rec'd.